Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 3/8/2021. The device history records were reviewed. And the manufacturing criteria was met prior to the release of this lot. Additional information: h4: component code: g07002. Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). The following information has been requested and the obtained. To date, the device has not been received. If the further details are received at a later date, a supplemental medwatch will be sent. 2 products involved selected at the impacted product section, however, the event description only mentions one defective reservoir. Please clarify the number of products involved in the event. The sales rep reported 2 devices. If 2 defective reservoirs were involved, what is the lot number of the second reservoir? Ju0169. Was another reservoir used to correct the situation? No further information is available. No further information will be provided. Note: events reported on mw# 2210968-2020-10311 and mw# 2210968-2020-10308.

Event description:
It was reported a patient underwent an unknown ob-gyn surgery on (B)(6) 2020, and a reservoir was used. After surgery, in the ward/ICU, after emptying the reservoir and trying to lock the reservoir again, the latch of the reservoir could not be locked. The latch portions were released shortly even if the bottom flap was bent to the opposite direction. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.